Manufacturer narrative:
Corrected data: reporter phone number extension - (B)(6).

Event description:
The customer reported that the device was displaying an error indicating a device speaker error. The device was not in use on a patient at the time of the event. The philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the device start up test. The reported problem was confirmed the rft replaced the device speaker - foxlink d speaker - (B)(4). The device passed all functional testing. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.